Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. Following pre-dilatation, 70% residual stenosis was noted. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the edge of the stent strut was lifted. The device was removed together with the catheter and the procedure was completed with a different device. There were no patient complications nor injuries reported.